Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2016. During the procedure, the physician used the spyscope to cannulate the common bile duct in order to reach the target site and crush a stone. At the same time the patient had a percutaneous drainage in the common bile duct. This made it difficult to reach the target site with the spyscope. The procedure was completed, and when the physician pulled the spyscope ds of the duodenoscope there was resistance noted near the valve of the working channel of the duodenoscope. The physician pulled the spyscope ds with additional force and was able to remove it successfully. However, it was noted that the tip of the spyscope ds completely separated from the device. The tip did not detach inside the patient, the tip was in the valve of the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the spyscope ds device found that the distal cap was completely detached from the device when received; the cap was returned in a separate container. Examination under magnification found the cap weld marks to be present; weld marks were also present on the inside and outside of the cap. There were also weld marks on the steering ring. There were deformation marks at the distal end of the catheter outer layer that may indicate the cap was scraped off. A functional test was not performed due to the condition of the returned device. Since the camera detached with the distal cap, the device could not produce any live image. There was no evidence to indicate the device was not properly manufactured. The evaluation concluded that, the distal cap was pulled off due to an interaction with the duodenoscope during the procedure. The amount of force applied to the cap to cause it to detach could not be determined. Therefore, the most probable root cause of the complaint is caused by other device. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2016. During the procedure, the physician used the spyscope to cannulate the common bile duct in order to reach the target site and crush a stone. At the same time the patient had a percutaneous drainage in the common bile duct. This made it difficult to reach the target site with the spyscope. The procedure was completed, and when the physician pulled the spyscope ds of the duodenoscope there was resistance noted near the valve of the working channel of the duodenoscope. The physician pulled the spyscope ds with additional force and was able to remove it successfully. However, it was noted that the tip of the spyscope ds completely separated from the device. The tip did not detach inside the patient, the tip was in the valve of the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.